Event description:
It was reported that the surgery was for a tip aneurysm of the ba (basilar artery) with a tortuous blood vessel. The physician delivered a guiding catheter through a short sheath and then established access using the guidewire and microcatheter, positioning them in the parent artery. The tip of the microcatheter was advanced through the aneurysm neck to the distal end of the neck, after which the guidewire was withdrawn. The physician then used a subject stent, following the operational procedures strictly, including flushing. However, when attempting to insert the subject stent into the microcatheter, encountering significant resistance during advancing, and the subject stent could not be further advanced. After multiple attempts without success, the physician had to withdraw the subject stent entirely, as part of the subject stent was deployed in the hub and the other part of it was deployed inside the microcatheter. The physician replaced it with a stent and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
D10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent device was received in a deployed state, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were not returned. Deformation was noted throughout the stent (subject device), most notably to the proximal (closed cell) end of the stent (subject device). All 3 marker bands were present on both ends of the stent (subject device). The stent (subject device) was broken/fractured at the proximal end. The as reported 'sent difficult/unable to transfer¿, sent deployed prematurely during transfer' and 'sent deployed prematurely during use' could not be replicated. However, the analysis results are consistent with the reported event. The subject device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when attempting to insert the stent (subject device) into the sl-10 microcatheter, the physician was unable to fully advance the stent (subject device) into the microcatheter, encountering significant resistance during pushing, and the stent (subject device) could not be further advanced. After multiple attempts without success, the physician had to withdraw the stent (subject device) entirely. Additional information received indicated that the subject device was prepared for use as per the directions for use, the subject device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The stent (subject device) deployed with part of it inside the microcatheter and part was in the hub. The stent (subject device) was returned for analysis and it was confirmed that the subject device had been prematurely deployed and there was deformation and fracturing noted to the subject device. It is probable that the subject device was damaged during the deployment attempt or during removal from the microcatheter. It is probable that there may have been insufficient seating of the introducer sheath within the hub or that it moved during the transfer attempt, causing the reported difficulty to transfer the subject device and the subsequent premature stent deployment. A assignable cause of procedural factors will be assigned to the reported ¿stent difficult/unable to transfer¿, ¿stent deployed prematurely during transfer and ¿stent deployed prematurely during use and to the analyzed ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿stent broken/fractured during use¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the surgery was for a tip aneurysm of the ba (basilar artery) with a tortuous blood vessel. The physician delivered a guiding catheter through a short sheath and then established access using the guidewire and microcatheter, positioning them in the parent artery. The tip of the microcatheter was advanced through the aneurysm neck to the distal end of the neck, after which the guidewire was withdrawn. The physician then used a subject stent, following the operational procedures strictly, including flushing. However, when attempting to insert the subject stent into the microcatheter, encountering significant resistance during advancing, and the subject stent could not be further advanced. After multiple attempts without success, the physician had to withdraw the subject stent entirely, as part of the subject stent was deployed in the hub and the other part of it was deployed inside the microcatheter. The physician replaced it with a stent and completed the procedure without clinical consequences to the patient.